Manufacturer narrative:
The customer's complaint that the autopulse platform (sn 34957) displayed a "system error, out of service, revert to manual CPR " message upon powering on was confirmed during the functional testing and the archive data review. The root cause of the reported system error was a malfunctioning processor board (pca), likely attributed to failed components). Upon visual inspection, unrelated to the reported complaint, a crack was noted on the bottom enclosure. The observed physical damage was likely attributed to user mishandling, such as a drop. The bottom enclosure was replaced to address the observed physical damage. The archive data indicated system error - ua132 (internal watchdog timeout) on the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to a "system error, out of service, revert to manual CPR " message displayed upon powering on, confirming the reported complaint. The processor pca assembly was replaced to address the reported complaint. Upon further testing, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the brake gap inspection verified the brake gap was within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During device check after the call, the autopulse platform (sn 34957) displayed a "system error, out of service, revert to manual CPR" message upon powering on. No patient involvement.

Manufacturer narrative:
UDI related data quality updates only.